Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed 4 channels being involved in 2 short-circuits. Trauma is denied. A decrease in performance with the device has been observed. Electrode channels 11 and 12 are reportedly extra-cochlear.

Manufacturer narrative:
(B)(4). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Additionally, two channels are out of cochlea. However, the patient has been re-mapped and is satisfied with the performance. At this point, there are no plans of re-implantation.

Event description:
In situ testing showed 4 channels being involved in 2 short-circuits. Trauma is denied. A decrease in performance with the device has been observed. Electrode channels 11 and 12 are reportedly extra-cochlear. The integrity test performed on (B)(6) 2016, yielded the same results as previously but remapping left the patient happy with his access to sound. Re-implantation is not being considered at this time. The patient will next be seen in (B)(6) 2016.